Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. A visual inspection of the device header found a hole in the left ventricular seal plug but all other seal plugs were found to be intact. All setscrews moved freely and without issue. And case noted no anomalies. The header was found to be complete intact. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis was unable to confirm the reported field observations that occurred at the initial implant procedure.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), it was noted that the shock impedance measurements were initially at 104 ohms but then were subsequently above 125 ohms. The single coil right ventricular (rv) lead was disconnected from the crt-d and the terminal pins were cleaned and re-inserted back into the device. Measurements were then taken but the shock impedance measurement was still above 125 ohms. The connections were checked again and all terminal pins were visible past the terminal connectors. Testing was performed again but the shock impedance measurements continued to be above 125 ohms. The physician elected to implant a competitor¿s superior vena cava defibrillation coil and inserted it into the previous plugged proximal coil port. The device was then programmed to triad from distal coil to can and measurements were taken again. The shock impedance measurement was then 38 ohms. Defibrillation threshold (dft) testing was performed and resulted in successful conversion. No adverse patient effects were reported. The crt-d remains implanted and in service.

Event description:
Approximately six years later, this crt-d was explanted for an unrelated issue. No additional adverse patient effects were reported. The device was returned for laboratory analysis.